Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on the sensor patch.. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 6 with event logs 11 is an indication that the sensor had terminated due to an error. The observed event logs correspond to an issue with internal sensor components that result in sensor termination. Visual inspection has been performed for the pcba (printed circuit board assembly) and no issues were observed. The battery was removed from the battery holder and clouding on the negative contact of the battery was observed. Salt pattern was observed on the pcba gold contact. Further investigation was performed. A visual inspection was performed on the returned sensor, no issues were observed. Attempt to extract data from returned sensor however unable to extract data due to a incompatible error message. Sensor was de-cased, and an inspection was performed on pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Sensor's asic (application specific integrated circuit) chip was re-flowed, and again attempted to extract data from sensor however unable to extract data. Unable to re-program the returned sensor as the product type and product generation settings do not match message. Adc is therefore unable to further test the alarm issue reported by the customer. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.